Event description:
The physician placed a wilson-cook 10cm esophageal z-stent with dua anti-reflux valve and a 8cm uncoated flange esophageal z-stent in a malignant stricture that was described as being 10cm in the esophagus and 2cm in the stomach. The pt returned 48 hours after placement because of dysphagia. A chest x-ray confirmed that both stents had migrated. The anti-reflux stent was in the stomach and the uncoated flange stent was at the distal end of the esophagus. Both stents were moved back into position with a snare. No injury to the pt was reported.